Manufacturer narrative:
Conclusion: the valve remains implanted, therefore product analysis can not be performed. Images were not received from this case. Potential factors that can influence a dislodgment include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or several others. In this case, it was reported that the patient has a type 1 bicuspid valve. This indicates that the probable cause of the dislodgement may be due to patient anatomy. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, it was reported that immediately following release of the valve, the valve dislodged which have led to the pvl. Post valve dislodgement, it was reported that a transesophageal echocardiogram (tee) revealed impingement of the anterior mitral lea flet. A decision was made to snare valve to reposition away from the anterior mitral leaflet; though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. Updated data: h6 - method code, results code and conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a type 1 bicuspid valve, the valve was at an optimal depth of 3 millimeter (mm) while rapid pacing at 180 beats per minute (bpm). On release of the valve, the valve dove ventricular resulting of a depth of -18 mm. A transesophageal echocardiogram (tee) revealed severe paravalvular leak (pvl) and impingement of the anterior mitral leaflet. Both tabs of the valve were snared simultaneously to try to reposition the valve more aortic. The valve was successfully repositioned away from the anterior mitral leaflet, however severe pvl remained. A non-medtronic valve was implanted valve-in-valve and reduced the pvl to mild. No additional adverse patient effects were reported.